Event description:
It was reported that the patient underwent a multi-level spinal fusion with vertebral body replacements at l4-l5. It was reported that the patient had screws break bilaterally at s1. The patient reported having back pain and leg pain. No revision surgery has been scheduled yet. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.